Manufacturer narrative:
A ge oec svc rep investigated the issue and found pins damaged in the interconnect cable connector (lemo receptacle). The receptacle pins were repaired and a replacement lemo connector was ordered. The system was tested and found to be operating as intended. The system was released to the customer for use. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system would not display an image.